Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display without any damages to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/24/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 10/03/2016 with the following findings: investigation revealed moisture under the display lens. A leak test failed due to a display lens leak. The pump was opened up and moisture damage was found on the continuous glucose monitoring and printed circuit boards. Unrelated to the original complaint, the battery compartment was noted to be cracked.